Event description:
Physician was using a wire cutter to remove a medullary rod from the femur. A post-op xray revealed a small fragment of something in the soft tissue of the child's operative leg. The pt was returned to surgery and a c-arm was used to identify the fb. The surgeon removed a small piece of the wire cutter tip from the soft tissue of the child's leg.